Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol ventrio. On (B)(6) 2011 - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the ventrio. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol ventrio. (B)(6) 2011 - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the ventrio. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with ventral hernia and abdominal pannus thereby underwent open repair with implant of ventrio mesh and abdominoplasty. Per operative notes, ¿the hernia sac was reduced, a ventrio mesh was placed into the peritoneum and sutured.¿ 2011 - patient was admitted with abdominal wall cellulitis, underwent incision and drainage of abdominal wall abscess. (B)(6) 2012 - patient underwent colonoscopy and was diagnosed with multiple large mouthed diverticulosis, evidence of mesh in the mid transverse colon seems to have eroded into the colon. (B)(6) 2012 - patient was diagnosed with colocutaneous fistula, infected abdominal wall mesh thereby underwent open repair with removal of mesh. Per operative notes, ¿the prolene portion of the mesh was fairly densely incorporated into the abdominal wall. The colon appeared to have eroded through the ptfe portion of the mesh. The mesh was removed entirely. The colon appeared to be stuck within the peritoneum. The affected segment was removed and anastomosis was done.¿ attorney alleged that the patient had abscess, adhesions, bowel perforation, bowel removal, infection, erosion of mesh through colon, pain and hernia recurrence.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 11 months post implant of ventrio mesh, patient was diagnosed with bacterial infection, cellulitis, fistula, erosion and abscess thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, fistula, erosion as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh". Note, the manufacturing date (15-may-2009) is considered to be a best estimate. Updated fields: a2, a4, b2, b4, b5, b6, b7, d4, d.6b (date of explant), e3, g1, g3, g4, g6, h2, h4, h6, h10, h11. Corrected field: b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.